Event description:
The following was reported by a sales rep: on (B)(4) 2011 - pt had perfix plug implanted. On (B)(6) 2011 - pt underwent removal of perfix plug. Swabs showed that there was a presence of infection.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The sales rep reported the pt underwent removal of the perfix plug within 24 hrs of implanted and swabs showed presence of an infection. Medical records have not been provided and it is unk the condition in which the mesh was placed. Although there is no confirmation of a presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. W/o add'l info, no conclusion can be drawn.